Manufacturer narrative:
Age at time of event: 18 years or older. (B)(6).

Event description:
It was reported that the device detached/separated of about 30cm from the hub. A 90% stenosed target lesion is located at moderately tortous and severely calcified anterior tibial artery. A 2.50mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During the procedure, the device was inserted parent 4.5f 90cm guiding sheath by approaching the opposite side. After advancing the device inside the sheath it was noted that the hypo shaft part of the catheter got kinked, but when it was advanced as it is, it was able to reach the lesion area. Inflation was then performed, but the balloon did not expand and the contrast media that was entered/flowed-in from the indeflator came out from the guiding sheath, so it was observed that there was a problem with the device. When this device was removed from the guiding sheath, it was then reported that the hypo shaft part was completely detached/separated of about 30cm from the hub. Since the device got detached, the balloon shaft that remaining inside the guiding sheath was captured by contrast catheter and it was able to retract inside the catheter. The device was able to be removed without any segment remaining inside the patient's body. The procedure was completed with a different device. There were no patient complications reported.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(6). Device evaluated by MFR: the device was returned for analysis. The device was received in two sections as a result of a complete break of the hypotube. The distal section of the returned device was received still within the customer's 5fr guiding sheath. The recommended sheath and guide catheter size, as per spcb flextome product specification, for this spcb flextome mr device is a 6fr. A visual and tactile examination identified a complete break in the hypotube of the device. The break was located at approximately 425mm distal of the strain relief. The hypotube was also noted to be kinked at several locations on both sections. This type of damage is consistent with excessive force being applied to the delivery system. No issues were noted with the hypotube that may have contributed to the complaint incident. A visual examination identified that the balloon was not subjected to positive pressure. An examination of the balloon identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination identified no damage to the tip, markerbands or blades of the device. All blades were present and fully bonded to the balloon material. No other issues were identified during the product analysis.

Event description:
It was reported that the device detached/separated of about 30cm from the hub. A 90% stenosed target lesion is located at moderately tortous and severely calcified anterior tibial artery. A 2.50mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During the procedure, the device was inserted parent 4.5f 90cm guiding sheath by approaching the opposite side. After advancing the device inside the sheath it was noted that the hypo shaft part of the catheter got kinked, but when it was advanced as it is, it was able to reach the lesion area. Inflation was then performed, but the balloon did not expand and the contrast media that was entered/flowed-in from the indeflator came out from the guiding sheath, so it was observed that there was a problem with the device. When this device was removed from the guiding sheath, it was then reported that the hypo shaft part was completely detached/separated of about 30cm from the hub. Since the device got detached, the balloon shaft that remaining inside the guiding sheath was captured by contrast catheter and it was able to retract inside the catheter. The device was able to be removed without any segment remaining inside the patient's body. The procedure was completed with a different device. There were no patient complications reported.